Event description:
After a disc decompression procedure the patient experienced leg pain and is now using a walker. Treating physician is in the army reserve and has been called to active duty. Treating physician's partner is doing patient follow-up. No additional information is available.